Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2013, due to patient allegations of elevated cocr levels, tissue/bone destruction, pain, discomfort, soreness, dysfunction, loss of range of motion, swelling, inflammation, and clicking. No further information has been provided to date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2013, was due to acetabular cup loosening, metallosis and debris. The operative notes confirm that the acetabular cup, modular head, taper adapter and femoral component were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-01076/ 01078 and 03376).